Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "conversion of failed hemiarthroplasty to total hip arthroplasty: a short to mid-term follow-up study" written by amite pankaj, rajesh malhotra, and surya bhan published by indian journal of orthopaedics 2008 jul-sep; 42(3): 294¿300 doi: 10.4103/0019-5413.41852 in 2008 was reviewed for MDR reportability. The article reports on 30 women and 14 men who had failed hemiarthroplasties and was converted to tha. Only 2 patients received depuy s-rom during their conversion operations with no identification of femoral head or acetabular components. Generalized reported adverse events of the entire study for 44 patients: intraoperative femur fracture treated with cerclage wiring and delayed weight bearing (6), acetabular floor fractures intraoperatively treated with delayed weight-bearing (3), infection requiring intravenous antibiotic therapy (3), dislocation reduced by closed manipulation under anesthesia occurring on the 3rd post operative day with patient wearing abduction brace for 3 months without reoccurrence (1), myocardial infarction (1), chest infection (1), uti (1), dvt (2). No death was encountered in the study group that could be directly attributed to the surgery or its complications. The article does not identify which adverse events are associated with depuy products if any.